Event description:
This report is for the 1st handpiece used in this case and is linked to mfg report numbers 3006697299-2025-00028 and 3006697299-2025-00030: a defect occurred during surgery: the cusa excel had a cooling water alarm: the handpiece (hp) ((B)(6), (B)(4) (tip) was installed correctly. While testing the hp, the amplitude light only rose to 10% instead of the 100%, so giving hp alarm. When testing the hp again, then it gave cooling water alarm. A second cusa hp (B)(6), (B)(4) was used and worked 1 or 2 times and went back in cooling water alarm many times. The surgery team continued surgery with the cusa excel after each use (of 30 seconds (+/-?) Shut down cusa and starting it up again. The surgery was extended for more than 30 minutes. The third hp (B)(6), (B)(4) was tested also during the surgery but didn't work. (The sales rep said that it was overtorqued). The surgical outcome was ok.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities during the manufacture or packaging that could be associated with the complaint incident was observed, failure analysis - the investigation confirmed the complaint as valid: no amplitude was observed. As a result, the device will be returned unrepaired. Root cause - the root cause is confirmed as transducer delamination. The complaint is consistent with transducer delamination which occurs because of braze degrading in the field. Braze material received from supplier for implementation of CAPA-219623 was incorrect and contained zinc. CAPA is currently closed and corrective action implemented in mar-2023. The device involved in this complaint is manufactured pre-CAPA. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.